Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving an unknown dose and concentration of hydromorphone and another unknown drug via an implantable pump for spinal pain. It was indicated the drug was a sedative. It was reported the patient had an MRI on (B)(6) 2018 and the patient¿s pump had been checked before the MRI, but not after. It was also reported the patient had surgery on (B)(6) 2018 on their brain. The patient reported that the pump implant site hurt, and the patient thought the pump was not working. The pump had been controlling the patient¿s pain for a long time, and now the patient had pain. The patient noticed the pain started on (B)(6) 2018. The patient had not heard any pump alarms. The patient wanted to know if their pump could be checked. The patient was redirected to their healthcare provider to have their pump checked. No further complications were reported/anticipated.